Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that with the deflectable videoscope, light source glows but image was not displayed, error e226 occurred. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. However, device inspection found error b31(scope communication err) occurred due to damage on charged couple device unit and due to damage on circuit board of video plug section. Based on the results of the investigation, it is likely reported issue have occurred due to damage to the image sensor unit (such as a broken wire) due to usage stress, external factors, or handling, or by a failure of components mounted on the circuit board (such as ic chips or capacitors). However, a root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.